Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prophylactic screening, externalized conductors were observed via cine. The patient was asymptomatic. The patient will continue to be monitored.